Manufacturer narrative:
Upon investigation of the returned device, the vessel locator button was misaligned. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."

Event description:
A physician attempted an arteriotomy closure with a starclose device after an unk procedure. The physician was not able to deploy the starclose clip as the thumb advancer would not move forward in order to split the sheath. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.